Event description:
Information was received from a healthcare provider (hcp) via a company representative and a consumer regarding a patient receiving morphine (10 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had an MRI tuesday of this week and post-MRI the patient left before the pump could be interrogated to confirm a motor stall recovery. The patient was in the clinic today for a refill and the pump was still showing a motor stall and tube set message. There was no active audible alarm until the reporter interrogated the pump now. The agent had the caller reinterrogate the pump now and it still showed the motor stall. It was discussed that the pump status and logs should be rechecked in 20-30 minutes. Additional information was received later the same day from the patient who reported that their pump was still alarming. The patient was redirected to their healthcare provider. The patient called again the same day stating that they had refused any further action today and they walked out of the doctor¿s office. The patient stated that they would follow-up with their healthcare provider at a later time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.